Manufacturer narrative:
Zimvie complaint (B)(4). Multiple MDR reports are filed for this event. See 0002023141 - 2023 - 00891, 0002023141 - 2023 - 00892, and 0002023141 - 2023 - 00893. Patient identifier is not provided / unknown. Patient weight is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that they went to remove healing collar to insert final restoration and the healing collar wouldn't loosen. The driver tip broke. They were able to remove the healing collar and successfully seat the restoration with other tools. Tooth site #46 (fdi).

Manufacturer narrative:
Multiple MDR reports are filed for this event. See 0002023141 - 2023 - 00891-1, 0002023141 - 2023 - 00892-1, and 0002023141 - 2023 - 00893-1. This report is being submitted to report additional information. Two items with same catalogue number were reported in this event. Only one of the items has been found fractured but it is not possible to determine which of the two it is. The products were returned for investigation. The reported event is confirmed for one of the items. Based on the evaluation, a device malfunction has occurred for one of the items. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mod e, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.